Event description:
It was reported to boston scientific corporation on (B)(6), 2008, that an ultraflex covered ng esophageal stent was used during an egd (esophagogastroduodenoscopy) procedure with stent placement was performed on (B)(6), 2008. According to the complainant, a stent was to be placed in a patient with a malignant esophageal stricture. The stent was deployed from the eg junction, up approximately 8cm. Following stent deployment, the physician identified an infold at the top flange of stent upon visual inspection. After repeated attempts to correct the infold, the physician placed a second stent through the first with similar results. The physician noted that this was likely associated with the patient's anatomy. Both stents remain implanted as the physician felt the results would be fine. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." Please reference 3005099803-2009-xxxx for the first device.

Manufacturer narrative:
The lot number was not known; therefore, the device manufacturer and expiration dates are unknown. According to the complainant, the suspect device has been implanted and is not available for return. The device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).